Event description:
A us distributor contacted zoll to report that a patient received inappropriate treatment defibrillations on (B)(6) 2014. At 22:10:29. The lifevest detected atrial fibrillation (af) at 143 bpm. The patient received 3 inappropriate treatment defibrillations between 22:11:38 and 22:12:35 in response to af. The post shock rhythm was af for the first two treatments and sinus tachycardia at 125 bpm for the third treatment. Af rate over the treatment threshold contributed to the false detections. The response buttons were pressed after the final event. The patient was admitted to the hospital following the treatment events and is not wearing the lifevest at this time. There is no indication that the defibrillations resulted in a serious injury.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device evaluation of elecrtrode belt sn (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Monitor (B)(4): (B)(6) 2013 - reuse. Electrode belt (B)(4): (B)(6) 2014 - initial use.